Event description:
It was reported by the patient's sister that the patient was hospitalized for 3 days due to increased seizure activity. The patient's sister stated that the patient was seen by the physician a few months prior and was informed that the battery needed to be changed soon. Follow up by the company representative revealed that the patient was discharged from the hospital. The patient's sister later reported that the patient was experiencing an increase in seizures, up to forty seizures per day for that week compared to the previous two per day. The patient underwent prophylactic vns generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
During attempts at product return, it was revealed that the facility, historically, does not return explanted products.